Manufacturer narrative:
The user reported that a strikethrough was observed at the end of a performed surgical procedure (plastic surgery abdominal), while wearing a level 2 (7003 l) reusable gown. The reported event occurred at the end of a patient procedure; no delays or cancellations in patient procedure were reported. The end user was not wearing the appropriate gown for the procedure when the reported event occurred. The user was wearing a level 2 gown and should have been wearing a level 4 gown in order to obtain adequate barrier protection. The in-service/training on the proper gowns to be worn during various surgical procedures was completed on (B)(6) 2017.

Event description:
The user reported that a strikethrough was observed at the end of a surgical procedure (plastic surgery abdominal), while wearing a level 2 reusable gown.